Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old male patient presenting for an aortic valvuloplasty. The impella cp optical was used for hemodynamic support. On the last day of impella support, the patient endured an ischemic stroke. The device could not be ruled out as a causal/contributory factor.